Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump failed to power up when the pump was plugged into a power source to charge. The customer was not using the pump for insulin therapy at the time of the event. Reportedly, the customer continued to use manual injections for insulin therapy.